Event description:
The customer reported having low blood glucose of 46mg/dl. The customer believes that she may have given herself too much of a bolus, which caused her glucose level to drop. Troubleshooting was performed, and the drive support cap appears to be normal. The customer mentioned that the insulin pump was exposed to a high magnetic field while having a mammogram couple of months ago. The displacement test was performed and passed. The caller mentioned that the device alarmed motor error alarm during the prime process. Assisted the customer to run a fixed prime test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.